Event description:
During service testing, baxter service technician reported that the device underdelivered. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.